Event description:
Caller reported that on (B)(6) 2012 at 8:00 am customer received a reading of "hi" (a reading greater than 500 mg/dl) on her adc blood glucose meter. It was further reported customer then self-administered an unknown amount of insulin. Customer's son called the paramedics and upon arrival, approximately 30 minutes later, they received a reading of 47 mg/dl. Customer was treated on the scene with an intravenous infusion of unknown type and transported to a local healthcare facility where she was diagnosed with hypoglycemia. It is unknown what additional treatment may have been rendered at the hospital, but customer denied receiving glucose or being given any medications not previously prescribed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report serves as a follow-up and correction report. Brand name should reflect "precision xtra." This section has been updated to reflect the change. As product was not returned and test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: during troubleshooting with customer service it was revealed the customer was using test strips that expired on august 31, 2006. Note: customer's date of birth and weight are unknown. (B)(4).